Event description:
A medtronic rep reported that the system had become unresponsive while the user was attempting to exit the synergy cranial 2.2 software, after a surgery; and once again prior to surgery when attempting to launch the synergy cranial 2.2 application. The issue was remedied by power cycling the system. No pt was present at either time the issue occurred.

Manufacturer narrative:
A medtronic rep visited the site and removed excess exams and error logs from the system. She also instructed the site how to use less memory when building models in the software. No parts have been received by the MFR for eval. No further issues have been reported.